Event description:
Additional information received from the physician noting that there was no prior history of cardiac events and the patient's pre-existing medical conditions included stroke, hydrocephalus, hypogonadism, acth deficiency. The patient experienced tachycardia and their hr prior to the event was 60-80 bpm and then during was 160-170 bpm. The patient had no symptoms but did experience and increase in seizures prior to the event. The event did not occur following a medication change or while performing system diagnostics. The patient had a ECG done and it was noted that the physician did not believe the event was vns related or that the vns exacerbated the event.

Event description:
Internal data from the generator was received and reviewed. There was a large amount of tachycardia detections and auto stimulations, but this appears to be in line with the report of the patient experiencing tachycardia.

Manufacturer narrative:
B5 describe event or problem , corrected data: supplemental #01 MDR inadvertently left out relevant information about the data review. B6 relevant tests/laboratory data, including dates, corrected data: supplemental #01 MDR inadvertently left out relevant information about the data review.

Event description:
It was reported that about a year ago the patient had a major seizure in which he had to be hospitalized for and intubated in the ICU. The patient also developed tachycardia during the hospital stay and had two more hospitalizations for tachycardia and was started on beta blockers. The patient's device was recently checked and their autostim threshold was set to 30%. The patient has since had to start more medications, still having seizures and is more tired. No other relevant information has been received to date.